Event description:
It was reported the aluminum swivel adaptor ball joint of the cervical management base unit failed during surgery, allowing the patient's head to move, possibly causing injury. The patient complained of pain and numbness after surgery and was re-hospitalized.

Event description:
It was reported the aluminum swivel adaptor ball joint of the cervical management base unit failed during surgery, allowing the patient's head to move, possibly causing injury. The patient complained of pain and numbness after surgery and was re-hospitalized.

Manufacturer narrative:
Verify little information was provided and the device was not made available for inspection. Unable to identify the cause of the problem. Device is over 10 years old.